Manufacturer narrative:
Voluntary medwatch report received: mw5157686.

Event description:
Voluntary medwatch received states the left ventricular lead was capped due to product performance issue. There was no patient consequences reported.